Event description:
It was reported gem 20dp ckv 3ss dehp free leaked during use. The following information was provided by the initial reporter: "I do now have a tubing and packaging to send you for this complaint."

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0007, was received by the customer for investigation. The set was inspected and no defects were visually observed. The sample was then primed with a blue dye solution and two leaks could clearly be seen coming from the tubing. The customer's complaint of leakage was verified. A device history record review for model 2426-0007 lot number 21039021 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing and two cuts were observed on the tubing between the male luer and bottom smartsite. The manufacturing production line was examined and the root cause for the leakage failure mode at the observed location was the handling and storage in the cutting area. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #21039021 regarding item #2426-0007.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported gem 20dp ckv 3ss dehp free leaked during use. The following information was provided by the initial reporter: "I do now have a tubing and packaging to send you for this complaint."